Manufacturer narrative:
The device return has been requested but has not yet been received. The lot number is not known.

Event description:
Site reported a string-like fiber from the extended working channel catheter was on the forceps (non-superdimension forceps) while taking biopsy on tissue during a superdimension enb procedure. The site reported nothing was left behind in the patient. There was no report of patient injury, death, or other serious adverse event and nothing was left behind in the patient.